Event description:
It was reported that a new ilet user experienced elevated blood glucose after announcing a late meal, with sensor readings peaking at 292 mg/dl and approximately 250 mg/dl during the call while trending downward; the user wears a cannula infusion set and reported no issues with tubing. Symptoms included no reported clinical symptoms associated with the high glucose readings. Outcomes included no medical intervention or hospitalization, and glucose was trending down by the end of the call. Investigation included telephone-based troubleshooting and education on meal announcement timing, with review of available reports indicating normal patterns except for the day of the event. Investigation of this case revealed no device malfunction or component issue identified, and user-related factors associated with delayed meal announcement were considered consistent with the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.